Manufacturer narrative:
This report is submitted on (B)(6) 2017. (B)(4).

Event description:
Per the clinic, the patient experienced recurrent infections at abutment site. The patient was treated with oral antibiotics, however; the issue could not be resolved. Subsequently the patient's abutment was removed.